Manufacturer narrative:
Findings: unit received with no audio tone during self test due to broken transducer wire. Unit also received with scratched lcd window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had no audio tone during the self test due to a broken transducer red wire. The insulin pump was received with a scratched display window and a cracked reservoir tube lip.

Event description:
It is reported that a customer received several beeping anomalies on their insulin pump. The patient's blood glucose level was at 220 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.